Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a 61-year-old female patient, the device's display blanked out. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. We suspect an old configuration was installed following a software update causing the configuration to corrupt. It could not be confirmed but the customer was made aware. We recommended that the configuration be inputted by hand and not to import older configurations prior to a software upgrade. The configuration was reset to factory defaults. The device was recertified and returned to the customer. No trend is associated with reports of this type.